Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 41 mg/dl while wearing the pod. Symptoms reported include difficulty speaking and walking as well as sweating. Once at the hospital emergency room the patients pod was removed, the patient was treated with 30 (mg) of dextrose. The patient was discharged from the hospital after 2 days. The patients pod will not be returned as it has been discarded.